Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the alarm. Customer stated that act button was not responding. The customer stated that the time clock advances when monitored for one minute. No harm requiring medical intervention was reported. The device will not be returned for analysis.